Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. (B)(4). A bezoar is a known complication of a j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient went to the emergency room (ER) and was hospitalized due to suspicion of a bowel obstruction and a bezoar. On an unknown date, the bezoar was confirmed. The j-tube was cut to allow the patient to pass it through the intestines. The patient was treated for the bowel obstruction symptoms with a nasogastric tube. The patient was discharged from the hospital on an unknown date. The bowel obstruction resolved. On an unknown date, the j-tube that was cut was expelled by the patient, and a new j-tube was placed.